Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited oversensing. The device sensitivity was reprogrammed. On (B)(6) 2014, the lead exhibited oversensing again.